Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿can introduction of an uncemented, hydroxyapatite coated hemiarthroplasty for displaced femoral neck fractures be recommended?¿ by søren kring hansen, et al, published by hip international (2010), vol. 20, no. 1, pp. 109-114, was reviewed. The role of uncemented fully hydroxyapatite coated hemiarthroplasties for the treatment of displaced femoral neck fractures remains unclear. The authors investigated if complications, reoperations and mortality differed from that of cemented hemiarthroplasties. The study groups consisted of 78 cemented and 97 uncemented, hydroxyapatite coated hemiarthroplasties with minimum 1-year follow-up. There were 78 competitor cemented stems and heads and 97 cementless corail stems paired with depuy bipolar heads in this study. There were no acetabular components used in the hemiarthroplasties. Results: only the results applicable to depuy corail stems and bipolar heads are included in this study. 2 cases of postoperative superficial infections- treatment unknown 1 deep infection- treatment unknown 4 intraoperative femoral fractures- 3 required no treatment and one required wired cerclage. 1 case of postoperative dislocation requiring revision of the polyethylene head and conversion to tha. 1 nerve injury causing drop foot- treatment unknown 1 revision of a mispositioned stem 1 case of subsidence requiring no treatment captured in this complaint: corail stem- mispositioned, migration; femoral head-dislocation; femoral head- no product problem. Patient harms: nerve injury, surgical intervention, medical device removal, infection. "